Event description:
The field service engineer (fse) reported that during performance verification testing the battery is failing the battery test. The device was not in use therefore there was no patient involvement or harm. The fse replaced the battery to address the reported problem. The unit passed all applicable testing.